Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg (B)(6) 2006. (B)(4).

Event description:
It was reported that during a routine device change out, the right atrial (ra) lead was potentially damaged due to the effort to remove the device due to scarring. The ra lead showed no impedance, thresholds or signal could be measured. The ra lead remains implanted, however it was not reactivated with the new device. No patient complications have been reported as a result of this event.